Manufacturer narrative:
Initial.

Event description:
It was reported that after an ilet supply change, the insulin cartridge was found leaking and was replaced, after which blood glucose rose above 500 mg/dl before trending down; the user had reused the connector multiple times due to limited supplies and was counseled to rewind the ilet before cleaning the insulin chamber with a lint-free cloth and then proceed with the supply change. Symptoms included associated urinary frequency consistent of hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a device-related leak consistent with a seal issue involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.